Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/07/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The cgm was reading 201 mg/dl and the patient did not feel good. His father performed a finger stick reading and the patient's bg value was 47 mg/dl. The patient was provided dextrose tablets. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.